Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited bending of rigid endoscope part during set up and preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "bending of rigid endoscope part" was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error as "bending of rigid endoscope part" was accessed as reportable incorrectly and would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.